Manufacturer narrative:
Device evaluation: investigation could not verify the reported issue. The software was re-installed as a preventive measure.

Event description:
Information was received that a smiths medical cadd ms3 lost its programming. No adverse patient effects were reported.